Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe s2 10ml 21ga 1-1/2in bd (B)(4) had a molding defect. The report is as follows, "the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch."

Event description:
It was reported that a syringe s2 10ml 21ga 1-1/2in bd china had a molding defect. The report is as follows, "the distributor found that the needle 5/5 was below the lower limit when sampling the taper fit of the batch."

Manufacturer narrative:
Investigation summary: DHR: 1809356: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. No sample or picture available for evaluation. Since bd was unable to confirm your indicated failure mode, review of DHR showed no indication of the alleged defect, no root cause related to manufacturing process is determined and absence of other complaints related this issue were received, it was concluded that no corrective action is required at this time. Process monitoring will be conducted in order to ensure that product is maintained within established tolerances.